Event description:
Ous MDR -boston scientific received information that this right ventricular (rv) lead displayed all out of range lead measurements, which was the result of dislodgement. The decision was made to reposition this rv lead, and all measurements were stable and within range. There were no adverse patient effects reported. This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.